Manufacturer narrative:
(B)(4). Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle gripping was so stiff that the clips were not closed properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.